Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic, noise was observed. Non-sustained episodes and non-sustained rv oversensing was noted. Lead was capped on (B)(6) 2016. No further information was available.